Manufacturer narrative:
(B)(4). There was no alleged device malfunction. Diabetes is a known cause of hypoglycemia and seizure.

Event description:
Patient's mother contacted dexcom technical support on behalf of the patient on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a hypoglycemic event leading to a seizure that required medical intervention. The patient's device alerted him when he went low; however, patient slept through the alert. Patient's girlfriend called the emergency medical technicians (emt). Emt arrived and treated patient with a glucose solution. The patient did not need to go to the hospital. Finger stick readings at the time of event are unknown. No additional event or patient information is available.